Event description:
Surgeon hit the cup impactor on the side of the plate breaking the plate and bending the impactor. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that the surgeon hit the cup impactor on the side of the plate breaking the plate and bending the impactor. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review review of the device history records indicate (B)(4) devices were manufactured under lot 33852 and accepted into final stock on 10/21/2016. No non-conformances were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209830, lot number 33852 shows 01 additional complaints related to the failure in this investigation. Complaint investigation(s) pr: (B)(4) conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon hit the cup impactor on the side of the plate breaking the plate and bending the impactor. Case type: tha.